Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made, and further info will follow once the analysis has been completed.

Event description:
It was stated that the customer passed away and the customer was wearing the insulin pump when he passed. The customer's mother was contacted in an attempt to get add'l info. The customer's mother confirmed that the customer was wearing the insulin pump at the time of death. She also stated that the insulin pump was not working. The mother agreed to have the insulin pump returned for analysis.